Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large clip applier instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Visual inspection of the grips found no signs of physical damage. The grips were not bent or broken. The grip-clip test was performed and failed. The grips could hold the clip, but were unable to apply/release the clip successfully.